Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that, one day post implant, it was noted that the patient was not pacing in the ventricle overnight. The right vent ricular (rv) lead exhibited high thresholds and capture was unable to be confirmed at maximum outputs. Also, there was underseninsg with r waves not sensed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.